Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after announcing and eating breakfast, with blood glucose rising to 397 mg/dl and then fluctuating in and out of range for about seven hours during the device¿s early learning phase. Symptoms included no reported adverse clinical signs. Outcomes included continued use of the device with user education on algorithm behavior and meal announcements, and current glucose measured at 182 mg/dl. Investigation included complaint handling with troubleshooting and education on expected fluctuations during the initial learning phase. Investigation of this case revealed no device malfunction identified, and the event was consistent with hyperglycemia of unclear cause during early adaptation to therapy. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.